Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient reported he believed the receiver to be inaccurate and that he received "old stock." He noted instances of hypoglycemia wherein he lost consciousness. He reported the cgm as 30 mg/dl higher than the bg but did not know values. He self-treated with carbohydrates and recovered without a higher level of care. He also noted symptoms when he experienced hypoglycemic. Overall, he attributed his loss of consciousness to an inaccuracy. He was in stable condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.